Event description:
The customer reported that their device was intermittently detecting a connection through the therapy connector assembly. This could prohibit the device from recognizing a patient connection. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and device will be returned to the customer for use. The cause of the reported failure could not be determined.